Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint indicating that it was not possible to review a tempus pro case/event in corsium that was uploaded. There was no reported patient involvement, therefore no health consequences or impact.